Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 2 states, "cardiovascular disorders including venous thrombosis, pulmonary embolism, and myocardial infraction."

Event description:
It was reported that patient enrolled in a clinical study underwent left partial knee arthroplasty on (B)(6) 2009. During the 24 hour post-operative monitoring and testing, patient experienced oxygen desaturation to 77%. Patient was asymptomatic with no evidence of a pulmonary embolism, a normal echo, and pulmonary function test mild obstructive picture. Patient was treated with oxygen and inhalers. Subsequently, the patient reported continued or worsening of pain in affected knee on (B)(6) 2014.

Manufacturer narrative:
This tibial bearing is not 510(k) cleared for use with the cementless high flex partial knee system and does not require medical device reporting per 21 cfr part 803. Please disregard this manufacturer report number.